Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump primed with no alarms duplicated. The pump passed the force sensor calibration test. There were no alarms related to the complaint in the pump history. The daily delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed without alarms and the pump was found to be delivering within specifications. During evaluation the force sensor assembly was found to be physically damaged.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump had been giving multiple no prime warnings. The patient indicated that the alleged issue started on (B)(6) 2011, at an unspecified time. The patient had called animas earlier on the morning of (B)(6) 2011, to report the issue. During the call, the animas representative instructed the patient to change the cartridge. The patient did not allege any harm or injury at that time. Later that same day in the afternoon, the patient called animas back and reported that he had gotten 5 additional loss of prime warnings since changing the cartridge and he was unable to bolus. The patient also reported that his bg shot up to "340 mg/dl." The patient mentioned that since he did not know what to do, he went to a hospital. In the hospital, the patient was given an unspecified shot which helped to bring his bg level down to "140 mg/dl." The patient stayed at the hospital for 2 hours. Through troubleshooting, the patient was able to prime the pump. The animas representative confirmed that the patient had a back-up plan. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he was unable to bolus with the pump and he received medical treatment in a hospital suggestive for hyperglycemia. However, the patient's injury can be attributed to possible use-error since the alleged product issue is not likely to cause an adverse event. The pump alarms to alert the user of the issue and the owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. It is unclear as to what actions the patient took prior to developing the elevated bg level and going to the hospital.